Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instruction for use states the following: "maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g. Prior to transport) using a separate, clean collection container for each patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the urine in the tube was not draining into the bag. The complainant alleged that he tried to hold the tubing up but the urine still would not drain into the bag. The complainant reported that just above the bag, there was about two inches of air in the tubing and also urine in the tube about twelve inches below the catheter.